Manufacturer narrative:
The customer cancelled the service call. The customer found a tripped circuit breaker on the workstation and reset it. System operates as intended.

Event description:
The customer reported the monitor would not turn on. No pt injury was reported.